Event description:
It was reported that the usb cable became damaged and could no longer be used to charge the pump. Tandem technical support sent the customer a replacement usb cable to resolve the issue. The customer¿s blood glucose level was 105 mg/dl

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.